Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty loading the cartridge onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to remove the o-ring so the cartridge could be successfully loaded onto the pump.